Event description:
The user facility reported a system 1e operator received a burn while in the process of removing an s40 cup after a processing cycle faulted. The employee was sent to the facility ER where the affected area was rinsed with water. The employee did not miss time from work and was working upon a steris technician's arrival. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed that the system 1e processing cycle had faulted for chamber level low. The operator opened the system 1e lid, removed the s40 cup and stated that liquid from the s40 cup splashed out of the container contacting the underside of his arm. The steris service technician inspected the system 1e processor and observed water in the unit's drip pan. The system 1e operator manual (7-19) states, "troubleshooting a liquid chemical sterilization cycle problem: chamber level low 1. Lift processing tray out of processing chamber. If there is fluid in the drip pan then dry it out-replace tray." The system 1e did not malfunction, the unit faulted as designed as there was water observed in the unit's drip pan. The technician discussed with the operator the importance of cleaning out the drip pan daily. The technician initiated a diagnostic cycle and two processing cycles which completely successfully with a minimal amount of water present in the drip pan. The employee was not wearing arm protection at the time of the event. The system 1e operator manual (3-4) states, 'to dispose of partially filled, leaking, damaged, or expired sterilant containers, put on appropriate personal protective equipment (chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures). Wear protective attire for the entire procedure." A steris account manager has offered an in-service to the user facility on proper use and operation of the system 1e and is awaiting a response. The unit was installed in (B)(6) 2011 and is not under a steris service contract. The technician recommended to the facility or supervisor they ensure pms along with regular maintenance of the unit are completed at the recommended time intervals.